Event description:
It was reported that, after the device was installed in the customer's truck and the actuator was replaced, the unit caught fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. It was found that there was a fire due to a damaged trolley cpu board. The issue was resolved for the customer by replacing the trolley assembly.

Event description:
There is no new information to report.